Event description:
Nellcor puritan bennett received a call from a representative on 11/29/1999. Representative called to report the following problem: when powered up all leads come on with no audible alarm.